Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump keeps dripping when priming. The customer¿s blood glucose was unknown at the time of incident. The customer also stated that sometimes battery goes less then 7 days as well as weak battery when puts in a new one. The customer also reported that sometimes it will say three bars and then go to two bars back to three again when putting in a new battery and also stated that sometimes it takes longer than normal for information to come up on the screen when putting gin new battery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected rewind anomalies noted. Device primed properly.